Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alarm triggered for gradual pacing impedance rise, and high/undefined pacing impedance. As well, there was high thresholds. The lead was reprogrammed off and remains in the patient. No patient complications have been reported as a result of this event.